Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 300 mg/dl. The customer states while rewinding pump end of the pump support cap starts to move forward when priming and customer states they have to hold it down noticed issues a few weeks ago but pushed it back in pump also today the pump restarted. Troubleshooting was performed for damage and noticed support cap is popping out. The insulin pump will be returned for analysis.